Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was cut, all the conductors were stretched, there was a distal conductor fracture due to overstress, all the insulation's were torn and the outer insulation had cosmetic depression. In addition, the lead was stretched and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was cut and there was apparent explant damage.

Event description:
Per the manufacture data base the patient died approximately four months post implant of the implantable cardiac defibrillator. Through investigation it was reported that the cause of death was myocardial infarction, secondary to cardiomyopathy. More information has been requested and not received.

Event description:
Per the manufacture data base the patient died approximately four months post implant of the implantable cardiac defibrillator. Through investigation it was reported that the cause of death was myocardial infarction, secondary to cardiomyopathy. More information has been requested and not received.